Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter. There was white precipitate in the tubes. The following information was provided by the initial reporter: the laboratory have received complaints from wards and depts re excessive amount of white precipitate in current batch of bd sst tubes (excessive white precipitate in bd sst 11 tubes).

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with foreign matter. There was white precipitate in the tubes. The following information was provided by the initial reporter: the laboratory have received complaints from wards and depts re excessive amount of white precipitate in current batch of bd sst tubes (excessive white precipitate in bd sst 11 tubes).

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for excessive amount of white precipitate with the incident lot was observed. Evaluation/testing of the customer samples was performed and a slightly coarser than normal spray pattern on the tube wall was observed. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.